Event description:
It was reported that the insulin pump alarmed motor error during infusion set change. Customer stated that the insulin pump was unable to bring their blood glucose readings of 16 mmol/l down. Customer does not use the sensor feature and they were able to complete the rewind sequence. No further information reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The device had minor scratched lcd window, cracked reservoir tube lip, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.